Event description:
This lv lead was implanted on (B)(6) 2009. A call to technical services states that the physician may have cut the lead during device procedure. Ts thinks that device may have been put in safety mode first, and then if lead was severed it may have caused shocks, or the inappropriate shocks may have been due to over-sensing electrocautery noise. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).